Manufacturer narrative:
The returned meter couldn't be tested because it wouldn't power on with button depression or insertion of strips. Blank screen was observed after replacing a returned battery with a brand new one. No conclusion can be drawn. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported the unit of measure setting of their freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.